Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they had trouble inserting the btt short port on the vasoview 7 xb, as it would only go in halfway. It was difficult to manipulate the scope and cannula. As a result of the btt not being inserted all the way, they took shorter vein than they normal. This device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).